Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after setting three clips, the loaded device locked. The release lever was locked. The surgeon opened a new device. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what vessel or structure was the device fired on at the time of the event? Arteria cystica. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? No, there were no unexpected noises. Did anything unexpected happen prior to this incident? Nothing unexpected happened to the incident. Was the device fired after this incident in or out of the patient? The device wasn't fired, neither in nor outside the patient. Did the surgeon try to pull the trigger from the handle? Yes the surgeon had pulled the trigger. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes , he is informed. How was the device removed? With open (B)(4). Was there any tissue damage? No.

Manufacturer narrative:
(B)(4). Dried bodily fluids. The analysis results of the device found that it was difficult to cycle. The device was disassembled and 7 clips were found adhered to the clips track due to excessive dried body fluids. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note that this condition is unrelated with the incident reported. The edge of the jaws were inspected and no burr was noted. It could not be determined what may have caused the reported event. No incident related to the reported event was observed during the batch record review.